Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had a recent longevity calculation of 1 year remaining on the battery, and also triggered the explant indicator within the same week. It was noted that this device was part of an advisory, but did not enter safety mode. The pacemaker was scheduled for device replacement, and it was noted that this device had been implanted in a intramuscular location. Prior to the procedure, a device check revealed that the pacemaker went from elective replacement indicator (eri) to safety mode. The device changeout was completed with any complications. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that this pacemaker had a recent longevity calculation of 1 year remaining on the battery, and also triggered the explant indicator within the same week. It was noted that this device was part of an advisory, but did not enter safety mode. The pacemaker was scheduled for device replacement, and it was noted that this device had been implanted in a intramuscular location. Prior to the procedure, a device check revealed that the pacemaker went from elective replacement indicator (eri) to safety mode. The device changeout was completed without any complications. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to b5: event description edited for typos. "With any complications" was corrected to "without any complications."

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Correction to b5: event description edited for typos. "With any complications" was corrected to "without any complications." Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, it had undergone resets, and bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker had a recent longevity calculation of 1 year remaining on the battery, and also triggered the explant indicator within the same week. It was noted that this device was part of an advisory, but did not enter safety mode. The pacemaker was scheduled for device replacement, and it was noted that this device had been implanted in a intramuscular location. Prior to the procedure, a device check revealed that the pacemaker went from elective replacement indicator (eri) to safety mode. The device changeout was completed without any complications. No additional adverse patient effects were reported. Product return was requested.